Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
Mdron 7/29/2025, the beta bionics ilet user reported elevated blood glucose level of 280 mg/dl for over two hours following a lunch meal announcement. The ilet delivered approximately 7 units of insulin over a 15-minute period to address the elevated bg. The user was advised to allow additional time for the ilet to bring bg into range. No alerts were triggered by the device. No symptoms, no medical intervention or external assistance was reported. Device functioned as expected.